Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheter¿s water packets were already popped so they were not able to be used.

Manufacturer narrative:
The reported event is inconclusive as the evaluated representative samples meet specifications and the condition of the original used sample is unknown. Although an exact root cause could not be determined a potential root cause could be film thickness out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. \the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheters had already popped water packets so it could not get use out of them.

Event description:
It was reported that the intermittent catheter¿s water packets were already popped so they were not able to be used.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "films thickness out of specification". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.